Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer's spouse reported via telephone call a high blood glucose of 433 mg/dl. The blood glucose was up to 513 mg/dl at the time of the call. The customer experienced symptoms of nausea, thirst, and fatigue. The customer treated with manual injection. The spouse reported that the drive support cap was flush and not indented. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.